Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a call service alarm (cs 012) issue. It was reported that the pump emitted a cs 012 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/03/2018 with the following findings: review of the pump history confirmed records of call service alarm 012. On investigation, the alleged call service alarm 012 was not able to be fully investigation because the pump alarmed with call service alarm 064 which could not be cleared and has been reported on medwatch report# 2531779-2018-05732.